Event description:
The customer reported that a tpn infusion in the nicu running at 4.5ml/hr finished in 6 hours instead of the intended 24 hours. The IV and infused amounts were checked hourly as per their unit protocol; when the bag was checked at hour 6, the pump indicated 27 mls had been infused, however the entire 108ml bag was empty. The patient was placed on insulin for an hour because of an elevated blood glucose level. The osmolarity was also elevated. Sequential labs were drawn over the next 24 hours, and an ultrasound of the head was done. The labs eventually returned to normal limits.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report that tpn infused too quickly was not confirmed or replicated. Inspection of the pump module found the device to be in good condition with no anomalies. Functional testing of the device and administration set found them to be functioning properly. The pump module event log showed that on (B)(6) 2015 at 7:06 pm the pcu was powered on and the source pump module was attached as channel b. At 7:11 pm the user programmed the device for the fluid ppn (peripheral parenteral nutrition). The user entered a rate of 4.5ml/hr and a vtbi of 28ml and started the infusion. The initial primary volume infused was recorded as 65.087ml as the volume infused had not been cleared. At 7:22 pm a fluid side occlusion alarm occurred and the device was quickly restarted by the user. On (B)(6) 2015 at 1:09 am the pump module was paused. A few seconds later the user programmed the device for a delay of 30 minutes and confirmed the delay. At 1:26 am the user opened the pump module door and a short time later powered off the device. The final primary volume infused was recorded as 91.957ml, indicating 26.87ml infused for the ppn infusion. Rate accuracy testing was performed and showed the device was operating within specification. During testing there were no periods of unregulated flow observed. The root cause of the customer report that tpn infused too quickly was not determined.